Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not reappear after the reset. The customer was advised to continue using the pump and was instructed to contact technical support if the malfunction recurred, which the customer acknowledged and understood.